Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The device was returned for analysis. Visual examination of the returned device revealed distal stent damage. Some of the struts were raised. No kinks or damage were found along the hypotube. The balloon and tip were visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause of this event is operational context.

Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a coronary artery drug eluting stent treatment procedure, the stent delivery system could not cross the lesion. No patient injuries or complications were reported. However, the returned product discovered stent damage. The index procedure was treating an unknown lesion with a 2.75x28mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the target lesion. The procedure was completed with a different device. Patient's condition was reported as "no problem".